Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 276 mg/dl. The customer did not have insulin pump to do troubleshoot is in texas and insulin pump is at home. The customer was advised that we will need the insulin pump serial number and will need to do high blood glucose troubleshoot. The customer understood and will call on tuesday one he arrives to do testing. No further assistance needed.